Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: enlw1616c120ee, sn (B)(4), expiration date: 2012-05-24.

Event description:
An endurant stent graft system was implanted in a patient endovascular treatment of a 6.2 cm in diameter abdominal aortic aneurysm. This patient successfully completed the five year follow up for a clinical study. It was reported that during a recent follow up requesting that the patient re- enroll in the post market clinical study for an additional five year follow up, it was discovered that the patient died after exiting from the 5 year follow up study. Since the patient had exited the study and no consent form signed, no additional information will be available. The investigator does not know the cause of the patient¿s death. No additional clinical sequelae were reported.